Manufacturer narrative:
The device was received for evaluation with a missing ac power cord. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed one event of ¿improper shutdown!¿. An ¿improper shutdown!¿ message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot determine how the power became disconnected. The device was found in specification. The reported event was not reproduced and was working as intended. The reported condition was not verified. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A2: age at time of event: it was reported the patient was an adult (no age specified). B5: upon follow up it was reported the vasopressor therapy was indicated for severe hypotension associated with cardiogenic shock. It was clarified that both pumps were running at the same time when they shut down. One of the pumps was delivering IV infusion therapy of vasopressin, while the other pump was delivering IV infusion therapy of neosynephrine. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump turned off unexpectedly during patient infusion. The patient was receiving vasopressors after coding twice. It was reported that a battery error malfunctioned. After the "second code", when the nurse unplugged the intravenous (IV) pole to make room for the stat chest x-ray , the pump shut off. The pump had to be plugged back in and completely reset for the patient to resume receiving life-sustaining vasopressors. The patient's blood pressure decreased (values not reported), however the patient recovered. No additional information is available.